Manufacturer narrative:
The lens remains implanted therefore it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient is seeing starburst at night and glare during the day. Reportedly the patient noticed a decrease in vision and capsular haze was noted. A yag was performed and the patient is being monitored. This report refers to the patient's left eye.